Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reported that the screen was flashing when the display turned on. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.